Event description:
My health has declined since the placement of essure in 2014. It has left me unable to work or attend to my family with back / neck pain, numbness in my limbs, face twitching episodes; extreme vaginal bleeding, disabling, labor like pains daily, fatigue, tired all the time, loss of appetite. Vision problems, hair loss, tooth loss (4 teeth). I've been on pain killers, muscle relaxers, back spasms medication - for all my pain just to help me to be able to move around without so much pain. The medications never took away all my pain.